Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert due to a fracture. It was also reported that device reached elective replacement indicator (eri) and early battery depletion is suspected. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.